Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The high voltage cable and the camera were replaced as a proactive measure. The system was calibrated, tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 9900 locked up during use and displayed "communication failure." It was also reported that there were image quality issues. There was no adverse patient involvement reported. There was no patient information reported.